Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. Therefore, the analysis of this complaint will be an assessment of the manufacturing records and information provided to abbott vascular. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not identify a lot-specific quality issue for the reported lot. It should be noted that in the mitraclip system instructions for use (IFU) instructs the user: use echocardiographic imaging to verify valve function, satisfactory coaptation, and insertion of both leaflets by observation of leaflet immobilization, single or multiple valve orifice(s), limited leaflet mobility relative to the tips of either clip arms, or adequate mitral regurgitation (mr) reduction. In this case, the user did not follow the instructions to properly confirm leaflet assessment prior to deployment. The difficulty grasping the leaflets in this incident was likely due to a combination of challenging leaflet anatomy and poor visualization. The patient effect of mitral valve injury is listed in the mitraclip system instructions for use (IFU) as a known possible complication associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the leaflet damage that occurred during the grasping attempts with the second clip delivery system (cds 50901u122), which required an additional clip as intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4 and challenging anatomy. Three clips were implanted and the mr remained at 4. Difficult grasping was noted with all three clips which was attributed to the challenging leaflet anatomy and poor imaging quality. Due to several grasping attempts with the second clip, it was suspected that the leaflets became injured and the mr could not be reduced. It was noted that an adequate leaflet assessment could not be performed due to the imaging quality. The mr remained at 4 and the procedure was discontinued. The patient was confirmed to be in good hemodynamic condition after the procedure, and further treatment will be discussed with the heart team. No additional information was provided.